Event description:
Adverse event occurred outside us, in germany. A male patient contacted the manufacturer representative on (B)(6) and reported that one (1) urine collection bag was leaking from one place of the weld seam in the bottom of the bag of the device (lofric hydro-kit tiemann) that he had used. The defect in urine collection bag was discovered during use and urine leaked onto the patient instead of remaining in the urine collection bag. The patient was not injured and did not require any medical attention. Patient is an experienced user of intermittent urinary catheters and lofric hydro-kit tiemann. Lofric hydro-kit is a sterile, single use catheter for intermittent urinary catheterization. The device consists of a hydrophilic coated catheter, a sachet (wetting solution bag) used for activation of the hydrophilic coating on the catheter before use, and an integrated urine collection bag (which also serves as the primary package/sterile barrier).

Manufacturer narrative:
The patient reported that there was a hole in the weld seam at the bottom of the urinary collection bag, compromising the sterile barrier of the product. The defective product was returned to manufacturer and investigated. Batch documentation has been reviewed, and no earlier complaints or deviations are registered for this lot. Examination of the returned product sample showed that the wcl weld (the weld joint at the bottom of the urinary collection bag) was not centered on the product. The welding tool in production cannot move, so it's likely that the product has been placed crookedly on the carrier. The fact that it is not positioned as it should means that the plastic layers are not tensioned correctly and there can be creases that become channels when welding the wcl (bottom of the urinary collection bag). Products incorrectly placed on the carrier should be discarded, which was not done on this occasion. Further investigation will be done to see if there is a need to tighten the criteria for when the machine should discard device due to incorrect placement on the carrier. The process risk assessment related to this product has been reviewed and a risk has been identified related to wrinkled material resulting in channel building in the weld on the urine collection bag and resulting in a poor weld and broken sterile barrier. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.